Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign object" was observed in the end cap of a revaclear 300 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 3006552611-2024-00039. All information can be found under manufacturer report number 3006552611-2024-00039. Should additional relevant information become available, a supplemental report will be submitted.